Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 5/13/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a left sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. It is unknown if extended hospitalization was required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. There was no evidence of steam pop during the ablation. The flow was set at 8ml/min up to 30w and 15ml/min above 30w. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm and 3sec. No additional filters were used with the visitag module. The color option used prospectively was force time interval. No error messages were observed on any bwi equipment during the case.